Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed the device was programmed odo mode. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device atrial lead impedance measured open on (B)(6) 2010 which is before the explant date of (B)(6) 2010. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.

Event description:
It was reported that the device recorded high resistance/impedance and no capture. The lead was capped and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information. No patient complications have been reported as a result of this event.